Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after a syncope/near syncope episode. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead exhibited potential r-wave undersensing. Follow-up was attempted but no further information was available. The lead remains in use. No further patient complications have been reported as a result of this event.